Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the temperature above specification and the device was getting hot. It was determined that the hose was closed /jammed. It was further determined that the device failed for handpiece temperature assessment and for air pump assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.